Event description:
The user facility reported a 57-year-old female noted as high risk percutaneous cardiac insertion was implanted with an impella cp device for mechanical circulatory support. During support, the team was receiving suction alarms on p2. The customer was advised to check the position of the impella cp but the customer was unable to reposition the device. The impella cp was removed.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the low pump flow issue has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. The root cause of the low flow was unable to be determined as limited clinical details were provided and no product was returned for review.